Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implant procedure, this patient was coding and cardiopulmonary resuscitation (CPR) was being performed. This lead had been implanted in the patients right ventricle on the left side and pacing was provided utilizing the pacing system analyzer (psa) which stabilized the patient. Sterility concerns forced the physician to explant this lead and implant a system on this patient's right side. No additional adverse patient effects were reported.